Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out when the rv lead was connected to the new device, noise was detected during defibrillation threshold test. The lead was capped and replaced. The patent was asymptomatic post-procedure.